Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the product was leaking. There was no patient involvement.

Manufacturer narrative:
H3: no product was returned for analysis; however, two pictures were attached. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. The customer issue was confirmed through the analysis of the pictures provided and the reported leakage was caused by a broken locknut (pn: 500-093) on the subassembly (pn: 10023796-001). However, without the return of a physical sample related to this complaint, a comprehensive failure investigation cannot be performed, and the probable cause cannot be conclusively determined. The device history record of reported lot was reviewed, and it was confirmed that no non-conformities were reported during production.

Manufacturer narrative:
One used sample was received for evaluation for the complaint that the product was leaking. During device history file review no discrepancies or anomalies were observed during the manufacturing of this lot. The reported complaint of leakage was confirmed based on the images provided by the customer. The pictures shared by the customer were reviewed. The product shown in the pictures was compared against configuration of the set, and it was observed that the locknut was broken on the subassembly. No visual anomalies were observed on the returned sample. When the returned set was primed and pressure leak tested, no leaks were observed.